Event description:
Patient was undergoing a basivertebral nerve radiofrequency ablation intercept l5-s1. During the procedure, on the right side s1 intracept j cannula was removed and noted to be missing approximately 1 cm of peek covering. Decision by surgeon that there would be no attempt to remove the missing piece.